Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one pitch cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.